Event description:
It was reported via repair work order that the siderail may not have been able to be latched due to misaligned latch handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.